Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call rewind anomaly, an alarm where the hrm task did not grant motor power in a reasonable time and an alarm generated when the insulin pump detects motor movement in the hall sensor counts that are unexpected since the device did not command motor movement. Troubleshooting was performed. Customer was able to clear the alarms but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received error 130 during rewind, problem isolated to electronic assemblies. Unable to verify pump error 82, perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 130. Motor tested outside the pump and passed.